Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The results of the first culture test at the facility: sampling date: (B)(6) 2023, microorganism name: stenotrophomonas maltophilia, bacterial mass: 4 cfu, bacteria detection area: biopsy channel. Microorganism name: unknown, bacterial mass: 2 cfu, bacteria detection area: air/water channel. Microorganism name: stenotrophomonas maltophilia, bacterial mass: >100 cfu, bacteria detection area: auxiliary channel. The results of the second culture test at the facility: sampling date: (B)(6) 2023, microorganism name: unknown, bacterial mass: >100 cfu, bacteria detection area: all the channels. Olympus provided results of the culture test at a third-party institution: sampling date: (B)(6) 2024, microorganism name: bacillaceae, bacterial mass: 1 cfu, bacteria detection area: operator channel. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents." Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasound gastrovideoscope after a microbiological routine control on this medical device, the user detected an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.